Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a out-patient check-up for an unrelated procedure. The patient's pacemaker displayed an "invalid parameter is detected" error message during device interrogation. Device needed to be reprogrammed in order to restore original settings. Patient had no consequences as a result of this event.